Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient profiles were not displaying on the stations. The customer reported that this was a system wide issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing. A technical support specialist (tss) dialed into the server and confirmed that messages were up to date and processing, with no visible issues. A backlog of approximately 3,000 messages was identified, likely caused by a large influx of inbound traffic. The issue was expected to resolve once the backlog was processed. The tss connected to the carefusion coordination engine (cce), where a login push timed out. From beyondtrust background, it was confirmed that cce services were running. The output file service was restarted, and the restart utility verified that cce services were running. Restart completed as scheduled. The system functioned as intended after the technical support specialist troubleshot the device.